Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-70, serial #:(B)(4), description: infinion 70 cm lead kit. Model#: sc-3400-30, lot #: 551063/668443, description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo an ipg and leads revision for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an ipg and leads revision for an unknown reason.